Event description:
It was reported that the frame was bent causing it to drop. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The device was evaluated and found to not be reportable. Section h codes have been updated.

Event description:
It was reported that the frame was bent causing it to be difficult to fold/unfold. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.